Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported the patient experienced an infection at the ipg pocket site. To address the issue, the physician hospitalized the patient and prescribed intravenous antibiotics. The physician later explanted the scs system. The patient has since been discharged from the hospital, but remains on oral antibiotics.